Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely that after advising the customer to clean the electrical contacts, the device worked normally without any errors, and the problem was resolved. From this fact, it is considered that the electrical contacts were affected by fluids or foreign materials attached to them, but the detailed cause could not be identified because the device was not returned for evaluation.   Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was supplied by the customer. The customer stated that they only had the "b30 " error message and that they were checking the device before a procedure. The customer stated that the technical assistance center (tac) instructed them to clean the connectors, which they did and were able to correct the problem. The customer stated that there was no patient involvement and does not know what the intended procedure was but believed that it was either an upper or lower gastrointestinal procedure. The customer also does not know if the procedure was diagnostic or therapeutic. The device has been back in service since the call with tac.

Manufacturer narrative:
The customer confirmed that cleaning the contact points on the scope and connecting the scope to the clv-190 in the proper sequence resolved the error. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a b30 communication error during setup for an unspecified procedure. There were no reports of patient harm or impact associated with this event. The customer was advised to power off both the cv-190 and the clv-190, remove the scope, clean the contact points on the scope with an alcohol preparation pad, wait for the scope to dry, reconnect the scope, and power everything back up.